Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant medical products: ethicon prolift and ethicon tvt: (B)(6) 2006. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with cook biodesign or surgisis 4-layer tissue graft on (B)(6) 2002 and an ethicon prolift and ethicon tvt on (B)(6) 2006 at (B)(6) medical center in (B)(6) by dr. (B)(6) (surgisis) and dr. (B)(6) (ethicon) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Event description:
The patient was reportedly implanted with cook biodesign or surgisis 4-layer tissue graft on (B)(6) 2002 and an ethicon prolift and ethicon tvt on (B)(6) 2006 at (B)(6) medical center in (B)(6) by dr. (B)(6) (surgisis) and dr. (B)(6) (ethicon) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.